Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. The vitek® ms system and this manual are intended for laboratory use by healthcare professionals who are trained in microbiology and good laboratory practices. Issue description: a customer in (B)(6) reported to biomérieux that they have obtained a potential misidentification of staphylococcus cohnii spp. Ureolyticus as clostridium sporogenes with the product vitek ms instrument (ref. 410895, serial number (B)(4)). It was reported that one of plant isolate which was grown aerobically on scda (soybean casein digest agar), staphylococcus cohnii spp. Ureolyticus was misidentified as clostridium sporogenes on vitek ms instrument (ref. 410895, lot serial number (B)(4)). After giving suggestions to the customer, biomerieux local customer service reported that the re identification was performed and got the results as staphylococcus cohnii spp. Ureolyticus, which was the expected identification. It was reported that the customer wanted to know why the staphylococcus cohnii spp ureolyticus was identified as clostridium sporogenes. At the time of the global assessment, there is no indication or report from the customer that this event led to any adverse event related to the patient's state of health. An investigation has been initiated.

Manufacturer narrative:
A customer in india reported to biomérieux that they have obtained a potential misidentification of staphylococcus cohnii spp. Ureolyticus as clostridium sporogenes with the product vitek® ms instrument (ref. (B)(4), serial number (B)(6)). Investigation fine tuning: status low at the time of acquisition. The fine tunings performed before the customer tests were non-optimal. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were heterogeneous. Knowledge base (kb) review: the customer believes the organism to be s. Cohnii; however the expected identification is unknown because no reference method was used to confirm the identification. Therefore, it is unknown if the expected organism identification is present in the kb. Sample data analysis: analysis of mzml sample files show that the number of all peaks are heterogeneous (between 36 to 84). In addition, the misidentification was obtained from the spectra having the lower number of peaks (36) and with a low identification score (-0.35) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). This could be explained by a non-optimal spot preparation of the sample strain (culture, spot, different operator), a non-optimal fine tuning and a lack of system monitoring (fine tuning due). Conclusion the investigation indicates this customer issue occurred due to a combination of non-optimal spot preparation in addition the system needing to be fine tuned (ensuring that all necessary criteria are met). Local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref (B)(4)) to further assist with sample spot preparation. Lastly, they recommended the customer perform a new fine tuning, following the procedure included in the vitek ms service manual and ensuring all necessary criteria are met.